Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that the attachment device and motor device were overheating when tested together. There were no delays to the planned surgical procedure as identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was for evaluation. (B)(4) evaluated the device and observed that the device made an unusual noise and had vibration. It was determined that these conditions are associated with worn/bad bearings or locking mechanism, which would have cause heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.